Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomedical engineer and determined that the transducer was defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty transducer. The issue was resolved by moving the patient to another device for monitoring. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient monitor efficia cm12 indicating that invasive blood pressure was showing high. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.